Manufacturer narrative:
The device as received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report 14 of 16. Report was received from (B)(6) stating that the barcode had the wrong date coded. It is known that the device was not being used during surgery. It is unk if there were injuries or medical intervention occurred. That date of the event is unk. There as no add'l info provided.